Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a lingual tonsillectomy procedure, there were large sparks from the tip of the evac wand that looked like a handheld sparkler. The oxygen concentration was decreased right away to limit the risk of fire, and water was ready, then tried again just to be certain is was still a problem, and then stopped using it. The procedure was completed with a 15 minutes surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H11: additional information was received that identified that this event should be re-evaluated for MDR reporting. The new information indicates that this complaint is a duplicate of the MDR 3006524618-2022-00203. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date¿.

Manufacturer narrative:
This complaint was found to be a duplicate of case-(B)(4), as per this the MDR is not required.